Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that an unidentified customer's pump unexpectedly delivered the entire reservoir of insulin. There was no reported impact to the customer. Although requested, additional information was not provided.